Event description:
Customer reported the nurse call receptacle on the alarm does not hold a secure fit with the nurse call cable. Customer did not provide a date of event. No pt incident or injury reported.

Manufacturer narrative:
Eval - results: eval of the returned alarm found when the nurse call cable is plugged into the receptacle and the cable is moved, the nurse call light toggles on and off at the nurse call test fixture. The cable had a secure fit in the receptacle however; the housing of the receptacle is loose. There are scuff marks on the back of the alarm case. The alarm passes all other functional tests. The alarm has been in service for over two years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).